Event description:
It was reported during the night shift there was an over infusion event. There was no user or patient harm.

Manufacturer narrative:
Correction on initial report: d.4 & h.4 the report of an over infusion was not confirmed. Review of the pump module¿s error log found no errors during the time of the reported event. Analysis of the pcu event log shows that pump module s/n (B)(6) was programmed to infuse drugid 1 at a rate of 75 ml/hr with a vtbi of 500 ml at 5:33 pm on (B)(6) 2020. Between 5:34 pm and 5:43 pm, the device alarmed 4 times for patient side occlusion and each time the infusion was restarted. At 6:51 pm, a channel disconnect occurred and the device was removed and then re-added to the system 6 seconds later. The user restored and started the previous infusion running at 75 ml/hr. The device alarmed twice more for patient side occlusion and each time the device was able to be restarted. **note** the restart that occurred at 9:28 pm on (B)(6) 2020 was the last entry for pump module s/n (B)(6) in the pcu event log. The pump module event log, which was received after this investigation was completed, shows that there were no more entries recorded on (B)(6) 2020 for pm s/n (B)(6) after 9:28 pm. Tthe very next entry for this device occurred almost 3 hours and 10 min later, at 12:37 am on (b)6) 2020. At a rate of 75 ml/hr, the expected volume that should have been delivered between 9:28 pm (B)(6) 2020) and 12:37 am (B)(6) 2020) would be approximately 238 ml the root cause of the reported over infusion was not identified. No device was returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed that the device was manufactured on (B)(6) 2012. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. One production failure record (200157509) was opened for the source device for a failed pressure test (out of calibration) and the device was recalibrated. H3 other text : no devices received, log review only

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported an over infusion event. There was no user or patient harm.